Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue by trouble shooting the problem to the internal helium reservoir. To fix the issue, the fse replaced the assy,helium reservior, chem sup,reuse,helium cylndr-3 and performed all functional and safety checks to meet factory specifications. The iabp was then cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak was coming from the internal helium reservoir. The getinge fse replaced the internal helium reservoir. Then performed a helium leak check per service manual instruction. The fse stated the helium test passed and he performed a pm, cleaning and calibrated the unit to factory specifications. He performed all pneumatic, functional and electrical safety tests. Then he cleared the unit for clinical use.

Event description:
It was reported that the incident occurred during routine check. There was no patient involvement.